Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases flat and broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated broken edge on radius. Based on the device analysis the final assessment was a striated opening on radius assessed as surgical damage consistent in the use of some surgical tools.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.